Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's oxygen blending module board and active exhalation control module were replaced to address the issue. In addition of the above evaluation, trilogy o2 pm1 kit, exhaust fan assembly, 43-micron filter, power cord were replaced to prevent failure. The technician performed repair test, alarm check, battery check, run in tests, cleaning then confirmed the unit operated properly. Software was uploaded to the latest version.